Event description:
Caller reported an issue with a cgm error. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and guided the caller through resetting the pump, after which the cgm error did not reappear. The customer successfully started their sensor session.